Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the mesh tore upon entry into the pt. A new piece of mesh was used. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. It was unknown if this caused more than 250 cc of blood loss. It was unknown if the case was delayed more than 30 minutes.

Manufacturer narrative:
(B)(4).